Event description:
Percutaneous coronary intervention (pci) was performed in a 90% stenosed lesion with calcification and moderate tortuosity in the right coronary artery (rca). The lesion was pre-dilated with a balloon catheter and then two stents were implanted. When the intravascular ultrasound (ivus) catheter was used to confirm the lesion, it became stuck in the stents. The physician pulled strongly on the ivus catheter and successfully removed it from the pt, without damaging the stents. The case was completed with another ivus catheter. The pt status was reported as "fine".